Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator turns on and off by itself. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme). The bme reported when the unit is in storage, it turns itself on/off by itself. The rse advised the issue may be due to faulty user interface (ui) printed circuit board assembly (pcba). The customer requested onsite service for correction. The investigation is ongoing.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme). The bme reported when the unit is in storage, it turns itself on/off by itself. The rse advised the issue may be due to faulty user interface (ui) printed circuit board assembly (pcba). The customer requested onsite service for correction. A philips authorized service provider (asp) evaluated the device and determined the issue was due to a power management (pm) printed circuit board assembly (pcba) failure. The pm pcba was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.